Manufacturer narrative:
Investigation summary no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that the unspecified bd¿ syringe plunger was difficult to operate during use and the consumer couldn't deliver the correct dose of insulin. This occurred with 50 syringes. The following information was provided by the initial reporter: "plunger goes well above baseline and customer can't give correct dosage of insulin. 50 that is not working properly. Customer states he noticed problem two years ago but tried to push through and use them. No adverse events."

Event description:
It was reported that the unspecified bd¿ syringe plunger was difficult to operate during use and the consumer couldn't deliver the correct dose of insulin. This occurred with 50 syringes. The following information was provided by the initial reporter: "plunger goes well above baseline and customer can't give correct dosage of insulin. 50 that is not working properly. Customer states he noticed problem two years ago but tried to push through and use them. No adverse events."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 17-may-2023. Investigation summary: customer returned (58) used 0.3ml 30ga syringes loose. It was reported by the consumer that the plunger goes well above baseline and customer can't give correct dosage of insulin. All the syringes were visually verified using magnification and found no damages/issues. Performed a functional test on 30 syringes using water and was able to draw water into the syringe barrel to all the unit levels (5, 10, 15, 20, 25 and 30) without any issues. Hence, the alleged issue could not be confirmed based on the samples retuned for investigation. Due to the batch being unknown, no DHR review can be completed. Based on the sample received, embecta was unable to confirm the reported issue. The root cause could not be determined because the issue could not be confirmed.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter name and address: the customer's address is unknown. (B)(4) has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ syringe plunger was difficult to operate during use and the consumer couldn't deliver the correct dose of insulin. This occurred with 50 syringes. The following information was provided by the initial reporter: "plunger goes well above baseline and customer can't give correct dosage of insulin. 50 that is not working properly. Customer states he noticed problem two years ago but tried to push through and use them. No adverse events."